Event description:
It was reported that the patient's device had to be removed due to infection. The patient had been satisfied with the implant up until that point. The patient was interested in re-implanting and was re-directed to her physician. Additional information from her physician was requested.

Manufacturer narrative:
Implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).